Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on save to disk. Noted that most recent battery voltage measurement was 2.71 volts and device not yet reached elective replacement indicator (eri).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD( was explanted and replaced due to more rapid battery depletion than expected. No patient complications have been reported as a result of this event.